Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The caller reported that the device delivered too much insulin which lead to hypoglycemia. On (B)(6) 2018 at 6:23 am the patient received a blood glucose result of 37 mg/dl. The patient's father treated her with a (B)(6) and took her to the hospital. The ER physician treated the patient with a glucose serum. At 7:00 am the patients blood glucose value was 74 mg/dl. The patient remained in the emergency room for 4 hours. The patient's blood glucose level was 97 mg/dl when she was discharged. On (B)(6) 2018 at 8:46 am the patient received a blood glucose result of 36 mg/dl. The patient was unconscious. The patient's father treated her with a (B)(6) and called an ambulance. At 9:04 am the patient's blood glucose was 24 mg/dl. The ER physician treated the patient with a glucose serum. At 11:07 am the patient's blood glucose was 57 mg/dl. Due to this event, the patient reported that she now has paralysis in her right arm. The patient remained in the emergency room for 4 hours. The patient's blood glucose level was 108 mg/dl on the hospital meter when she was discharged. The infusion device was requested to be returned for product evaluation.